Event description:
This unsolicited case from united states was received on 04-dec-2017 from other non-health care professional (office staff). This case concerns a (B)(6) year old female patient who received treatment with synvisc one and later after one day left knee being very painful, left knee was swollen and left knee warm to touch. Also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number: 7rsl021, expiry date: not reported) for osteoarthritis knee pain. On (B)(6) 2017, one day after receiving synvisc one injection, next morning patient complained of left knee being very painful, swollen, warm to touch. It was reported that doctor prescribed methylprednisolone dose pack. It was reported that patient right knee was fine. Corrective treatment: not reported for device malfunction; methylprednisolone (medrol) dose pack for rest all events. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: required intervention for all events additional information was received on 04-dec-2017 and 16-dec-2017 (processed together with clock start date of 04-dec-2017). Event of device malfunction was added. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 26-dec-2017: this case concerns a patient who experienced swelling of knee, joint warmth and left knee pain after receiving synvisc one injection from the recalled lot. However, temporal relationship can be established between the events and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relation of the events to the product cannot be excluded.

Event description:
This unsolicited case from united states was received on (B)(6) 2017 from other non-health care professional (office staff). This case concerns a (B)(6) female patient who received treatment with synvisc one and later after one day left knee being very painful, left knee was swollen and left knee warm to touch no past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number: 7rsl021, expiry date: not reported) for osteoarthritis knee pain. On (B)(6) 2017, one day after receiving synvisc one injection, next morning patient complained of left knee being very painful, swollen, warm to touch. It was reported that doctor prescribed methylprednisolone dose pack. It was reported that patient right knee was fine. Corrective treatment: methylprednisolone (medrol) dose pack for all events. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criteria: required intervention for all events